Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was 5.4 mmol/l. The customer reported of an absence of beeps. The customer stated that the settings were correct and there were no beeps by s-test. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed self test and displacement test. The insulin pump was received with beep and vibrator alerts functioning normal; no vibrator or beep anomaly noted. The insulin pump had broken battery tube threads, cracked case at the display window corners, cracked reservoir tube and corroded battery tube.